Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter was replaced to resolve the haze/smoke issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a haze or smoke emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn off and discontinue use of the unit, evacuate the area until the haze dissipates, and to follow their facility's policies and procedures. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Catalog #: correction from 10104007 to 10104-007. Manufacturer contact phone number: correction from: (B)(6) to (B)(6). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/smoke issue and system risk analysis (sra). Trending analysis of the haze/smoke issue was reviewed from to and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the haze/smoke issue is likely due to the catalytic converter. The field service engineer replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).